Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter has been returned to the MFR and the device eval is being performed. The investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval of an ivc filter, imaging demonstrated that a filter arm had detached from the filter and was located in the ivc just proximal to the filter. The filter and detached limb were removed using a snare without incident. No report of injury to the pt.